Event description:
Patient reported she does have cassettes within recalled lots. Patient has 14 cassettes in lot 4329614 and a few more in lot429836 (expiration dates unspecified). Advised these cannot be used and should be quarantined until we are able to get a new 7 day supply to her. Patient only has enough medication until 4:30pm today. Advised patient to go to the emergency room since I could not guarantee we would get replacement cassettes to her at that time. Patient denied emergency room. Patient does not have any cassettes that are not affect by recall. Patient also report adverse events of fatigue, shortness of breath, and increased oxygen use that started a couple weeks ago. Md is not aware. Exact start date unknown of events unknown. No other information known. Patient denied going to emergency room 3 times. Product lot number and expiration date were systematically retrieved from the dispensing system. Unspecified which cassette lot number patient¿s currently infusing with pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? No. If yes, was the patient able to successfully continue their infusion? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Pt. Continuing infusion until new cassettes are delivered, is the infusion life-sustaining? Yes, what is the outcome of the event? Ongoing. Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.